Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s current blood glucose level was 560 mg/dl at the time of incident. Customer¿s current blood glucose value was 163 mg/dl. Customer also specify other relevant blood glucose value was 320 mg/dl and 150 mg/dl. Customer treated with bolus for high blood glucose. Customer had a symptom like nausea, dizzy, headache, stomach hurt. The product will not return for the analysis.